Event description:
The facility's baxter field service engineer found damaged batteries, while inspecting the device. The hospital representative stated that there were no reports of patient injury or medical intervention.